Event description:
The customer contact reported an unrequested bolus dose was delivered. At an unspecified time, the pump was programmed to deliver morphine 1mg/ml in the pca only mode. No further programming parameters were provided. After an unspecified length of time, the nurse noted that the display indicated 6mg had been delivered; however, the nurse reported the patient had not requested a dose. The pump was removed from clinical service. Therapy was resumed using a replacement pump. The nurse reported during visual inspection of the pump, "the round metal connector on the patient pendant was broken" and "when the cord was wiggled, the device would deliver a dose". There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)